Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a. Color: grey. Battery life remaining: n/a. Inpen received with dose button and dose detent not attached to the pen body, exposing the electronic housing and pcba board. Unable to perform functional test due to physical damage. Inpen received with missing dosing window.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.